Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no elective replacement indicator (eri) trigger was observed on transmission despite the battery voltage being low at 2.56 v for several days. The patient was to be scheduled for a device replacement. The patient was in good condition.